Event description:
It was reported that the patient experienced muscle stimulation. The ventricular lead exhibited high threshold and low impedance in unipolar configuration; in bipolar configuration, the patient experienced muscle stimulation. The lead was capped and replaced. The patient was in good condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.